Manufacturer narrative:
On may 24, 2021, mentor received additional information indicating that patient underwent surgical intervention on (B)(6) 2016. The patient had revision bilateral mastopexy and lowering of the left breast implant with capsulotomy. In addition, the patient continued to have bilateral breast pain, with more pain on the right breast and nipples that are too high. The patient was also diagnosed with left breast capsular contracture baker grade I/ii. Manufacturer¿s reference number: (B)(4). Complication on the left breast/implant will be reported under mrn: 1645337-2021-06242 this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a concomitant products: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 6855912 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient who underwent primary breast augmentation with two 425cc mentor memorygel breast implants, suffered right side capsular contracture; baker grade iii, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.